Event description:
Rash developed in the area that made contact with sanitary pad. The problem stopped after the person stopped using the product. The problem returned if the person started using the product. Person started using the product on (B)(6) 2018. Person stopped using the product (B)(6) 2018. The person was using the product for menstruation. Product use: topical.